Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection separated from the cartridge. A cartridge change was performed to address the issue. Customer's blood glucose level ranged between 120-125 mg/dl.